Manufacturer narrative:
Zimmer biomet complaint: (B)(4). The complaint sample was returned, evaluated, and the fractured instrument was confirmed; however, the driver left biomet's control conforming to drawing specification and failed in use due to excessive torque. Review of device history records found these units were released to distribution with no deviations or anomalies. Review of complaint history found no additional issues for this part/lot. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Revision was due to a tumor that had grown just under the implant and the tumor caused the bone to fracture. During the revision, it was reported that the ball tip fractured off the hex screwdriver head while trying to remove a screw on the tibial tray.